Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Event description:
International affiliate reports the jaw of the staple remover broke when trying to remove a devex trial during surgery. The broken portion of the instrument was retrieved and there were no adverse consequences to the patient. Concomitant device: devex cage, catalog# unknown. During this same procedure, the turret/tab of an expedium dual innie final tightener snapped off during screw insertion. See mfg medwatch report# 1526439-2013-10820.

Manufacturer narrative:
Visual inspection of the bowti staple remover found one arm of the device broken at the pivot point. A review of the DHR identified no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. No definitive conclusions can be made. However, it is likely that the staple remover jaw was subjected to a higher than anticipated bending stress while being used to remove a devex cage. At this time, the complaint is considered to be closed.